Event description:
Caller indicated the relion prime was giving high readings. Customer was getting readings higher than normal (more than 200) and on (B)(6) 2012 she took more than 5-15 units of insulin due to those high readings. She was feeling shaky and got a reading of lo. She feels that she took too much insulin which caused her to drop too low. She was able to eat something to bring it back up and is feeling better now. She also was using proper storage techniques. Customer purchased another prime meter and has not had any issues with it her readings have been similar to what she is used to so she would not like a replacement just refund for this meter. Controls not used.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.